Event description:
It was reported that there were multiple low speed advisory alarms leading to low flow and pump stop. The patient was switched to underground cable. X-rays were unremarkable. Log files displayed several intermittent low speed / pumps stop alarms on (B)(6) 2025 at around 1:06 am thru 6:34 am. Speed drops were as low as 0 revolution per minute (rpm). This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on power module. There was not any visible damage to the external percutaneous lead. They had lost 4.9 kg in a year. Alarms were triggered only when the patient was sitting up to change to power module, not aggravated by other movement. It was stated that the patient "was feeling giddy with signs of fainting during the episodes as [their] aortic valve was also surgically closed during left ventricular assist device (lvad) implant in 2017". Since the transition to an ungrounded cable on (B)(6) 2025, there had been no further pump stop alarms. The pump was exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6b: explant date corrected.section h1: report type corrected.section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stops and low speed alarms. The submitted log file captured events from (B)(6) 2025. Transient low speed and pump stop events were captured on (B)(6) 2025 while the controller was connected to a power module. No other notable events or alarms were captured. The captured events appeared consistent with driveline wire damage. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The distal portion of the driveline was returned measuring approximately 34.0¿. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Microscopic inspection of the proximal portion of the driveline wires revealed a breach to the insulation of the orange wire approximately 2.5¿ from the pump housing. Additional breaches in the insulation of the black and brown wires were identified during high-potential testing at 1.5¿ and 2.5¿ from the pump housing, respectively. The damage appeared to be consistent with wire fatigue. The high-potential test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductor of the orange, black, and brown wire came in contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted; this could have caused the reported intermittent pump stops. Similar events could have also occurred if the exposed conductors of two wires from different phases contacted the metal braided shield simultaneously or if the two conductors came in contact with each other while the patient was connected to battery power or the power modular with an ungrounded patient cable. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6, ¿patient care and management¿, and 8, ¿equipment storage and care¿, of the IFU as well as sections 4, ¿living with the heartmate ii¿, and 6, caring for the equipment¿, of the patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stops and low speed alarms. The submitted log files captured events from 19feb2025 through 21mar2025. Transient low speed and pump stop events were captured on 21mar2025 while the controller was connected to a power module. No other notable events or alarms were captured. The captured events appeared consistent with driveline wire damage. Heartmate ii left ventricular assist system, serial number (B)(6), was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. Approximately 34.0¿ of the distal portion of the driveline was returned. The sealed inflow cannula (inlet extension, flex section, inlet elbow), sealed outflow graft, sealed outflow graft bend relief, and apical sewing ring were not returned. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Microscopic inspection of the proximal portion of the driveline wires revealed a breach in the insulation of the orange wire approximately 2.5¿ from the pump housing. Additional breaches in the insulation of the black and brown wires were identified during high-potential testing at 1.5¿ and 2.5¿ from the pump housing, respectively. The damage appeared to be consistent with wire fatigue. The high-potential test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductor of the orange, black, and brown wire came in contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted; this could have caused the reported intermittent pump stops. Similar events could have also occurred if the exposed conductors of two wires from different phases contacted the metal braided shield simultaneously or if the two conductors came in contact with each other while the patient was connected to battery power or the power modular with an ungrounded patient cable. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. A are currently available. Sections 6, ¿patient care and management¿, and 8, ¿equipment storage and care¿, of the IFU as well as sections 4, ¿living with the heartmate ii¿, and 6, ¿caring for the equipment¿, of the patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.